Event description:
It was reported the patient presented for pacing lead implantation procedure. During the procedure, after removing the second stylet from the lead, physician noted blood flowing from the proximal part of the connector. The lead was explanted, and a different lead was implanted. Patient was stable.